Event description:
It was reported that an alert was triggered due to multiple high rate non-sustained episodes and short v to v intervals. Follow up with the health care provider indicated that the noise/electromagnetic interference was due to surgical cautery during elbow surgery. No interventions were taken and the device remains in use. No patient complications have been reported as a result of this event.